Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found someone holding 3 devices, all of them with their shafts bent. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an application of unintended excessive force on the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an arthroscopy, the twinfix ultra anchor failed. The end part of the implant holder broke during the screwing of the anchor. The procedure was completed using a s+n back up device. There was a delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).